Event description:
There was an allegation of questionable ise indirect gen 2 result from the cobas 8000 cobas ise module. The initial results were: chloride 72 mmol/l. Potassium 4.65 mmol/l. Sodium 189 mmol/l. The sample was repeated on another cobas ise and the results were: chloride 106 mmol/l. Potassium 3.30 mmol/l. Sodium 143 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed correct. The electrode lot numbers and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found a screw on the sipper nozzle was loose. He repaired the issue, which appeared to have resolved the issue. The investigation determined the service actions resolved the issue.